Manufacturer narrative:
(B)(4): no growth bi.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the health hazard evaluation. The DHR (device history record) review of lot 070101, was reviewed and two non-conformance reports (ncr) were opened during manufacturing; however, there was no impact to the finished product. The complaint history for the cyclesure bi, lot 070101 revealed one other similar reported complaint. Trending analysis for "no growth bi control" failure mode is within acceptable control limits. The fmea (failure mode and effects analysis) assessment revealed a low safety risk. The hhe (health hazard evaluation) was reviewed and the risk of no growth control bi is considered to be low. The samples returned by the customer were tested and there was no problem found. The bis exhibited growth after 24 hours of incubation. Based on the information available, a definite root cause could not be confirmed. Thorough investigation and testing could not reproduce the reported issue of a no growth bi control.

Event description:
An international customer reported no growth of a control cyclesure biological indicator (bi) after 26 hours of incubation. There were no problems found with the incubator. It is unknown what items were processed in the load and the items were not recalled. There were no human reactions reported due to this event. It was unknown if the bi was crushed before processing.